Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a broken reservoir tube lip, a missing end cap sticker and a missing reservoir tube o-ring.

Event description:
Customer reported receiving a button error alarm on the insulin pump that she was unable to clear. She stated that this alarm occurred while she was changing the reservoir. The blood glucose reading was 61 mg/dl. Nothing further was reported.